Manufacturer narrative:
Patient weight: unknown/asked but unavailable. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a hyperopic surprise (+1.25) and negative dysphotopsia with an intraocular lens (iol). Therefore, the lens was explanted from the patient's right eye . The surgeon reported the patient is doing fine and does not feel this was any fault of the lens. The surgeon commented it was quite remarkable that the patient's vision was still 20/25 uncorrected even with such a hyper surprise and it shows it's true edof (extended depth of focus intraocular) benefits. Through follow-up, it was learned that another johnson & johnson ar40e lens (different model and 21.0 diopter) was implanted as a replacement. The explanted lens was discarded. Pre-operative (op) uncorrected visual acuity (ucva) was: ucva 20/200, 20/80. Post-op ucva 20/20 -2 (1 day), 20/25 +1 (1 week), bcva (best-corrected visual acuity) with mr (manifest refraction) 20/20. There was no patient injury. A capsular tension ring (ctr) was used during surgery as the surgeon uses them frequently (as a standard of care to give stability) because the patient has phacodenesis. The patient's post-operative outcome reported ucva 20/50 (1 day) glare & halos/light sensitivity. 1 week post op visit was scheduled for (B)(6) 2022. There was no reported patient injury. No additional information was provided. This report captures dxr00v lens. The replacement lens is not a reportable issue.